Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred for 8hbk4h. The product was evaluated for 8jn6f0. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Test transmitter voltage was performed and failed. A review of the share logs was performed and a low transmitter battery alert was found within the investigation window. The allegation was confirmed for 8jn6f0. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.